Event description:
Patient reported, right-side capsular contracture baker grade unknown. Later, healthcare professional confirmed capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 23oct2017 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.